Event description:
A pt has had a serious adverse allergic reaction to the adhesive used to affix the freestyle libre 14 day sensor resulting in blistering and a secondary bacterial skin infection. The pt was prescribed keflex for the infection and was instructed to apply topical hydrocortisone cream to all contact sites that still had reactivity. I contacted abbott to report the issue and to request ingredients of the adhesive for the pt so that she could determine what exactly she is allergic to for future ref. Abbott's response was as follows: "thank you for your e-mail notifying us of this adverse event. You can let your pt know that he/she can contact us at (B)(4), monday - friday at 8 am to 8 pm eastern time in order to properly document this situation. The components of the adhesive are proprietary. Nonetheless, herein we share a list of potential allergens which are not contained in the adhesive." The email followed with a chart titled "potential allergens not contained in freestyle libre sensor adhesive." FDA safety report ID# (B)(4).